Event description:
It was reported a doctor experienced a difficult to deploy filter. The filter was intended to be placed suprarenal. Upon deployment, the legs crossed and the filter did not completely open. The legs were not opposing the wall. An rc15 was used to try and retrieve the filter, but hit the apex of the filter and tilted it greater than 30 degrees. The filter is infrarenal and the tip of the filter is in the left renal. It was reported that there was clot in the vena cava. The pt is fine.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The delivery system was not returned for evaluation. The filter remains implanted. It was reported that the infrarenal vena cava contained clot. It is unk if this contributed to the reported event. The results of the investigation are inconclusive and the root cause is unk.